Event description:
This complaint was created due to the receipt of a medwatch report mw5176514 on 17oct2025. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 60-6085-201a, medium, uterine manipulator, device. It was stated that the device was being used during an unknown procedure on (B)(6) 2025. The report stated, ¿the vcare retractor used came apart during surgical procedure, while attempting to remove uterus from vaginal cavity. All pieces are safely removed from surgical field per surgeon (dr. (B)(6), md) reference number (B)(4), lot#: 202311061, expiration 11-05-2025. Charge nurse (B)(6), rn is advised of incident and broken equipment is taken to front nursing office with package wrapping.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode, and none were confirmed. A two-year review of complaint history revealed there has been a total of 46 complaints, regarding 48 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
This complaint was created due to the receipt of a medwatch report mw5176514 on 17oct25. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 60-6085-201a, medium, uterine manipulator, device. It was stated that the device was being used during an unknown procedure on (B)(6) 2025. The report stated, ¿the vcare retractor used came apart during surgical procedure, while attempting to remove uterus from vaginal cavity. All pieces are safely removed from surgical field per surgeon (dr. (B)(6), md) reference number (B)(4), lot# 202311061, expiration 11-05-2025. Charge nurse (B)(6), rn is advised of incident and broken equipment is taken to front nursing office with package wrapping.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.